Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device ¿ the coil fell of the tube"), pregnancy with contraceptive device ("post implant pregnancy / pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 024490) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy". The patient's past medical history included multigravida and parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2010). Previously administered products included for birth control: depo in 2007. Concurrent conditions included overweight and leg pain. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, migraine, headache, nausea, fatigue, weight increased and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The delivery occurred on (B)(6) 2010. The reporter considered back pain, device dislocation, fatigue, genital haemorrhage, headache, migraine, nausea, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: she underwent a tubal ligation due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion / partial occlusion; on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs received - new event "abnormal bleeding (general), migraine, headaches, nausea, pain, fatigue, weight gain, back pain, malposition of essure device ¿ the coil fell of the tube" were added. Lot number was added. Pregnancy outcome was updated from not reported to live birth. New reporter were added. Lab data was added. Product explant date was updated. Historical and concomitant conditions were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device ¿ the coil fell of the tube /migration of essure device location of device: unknown"), pregnancy with contraceptive device ("post implant pregnancy / pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 024490) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy". The patient's past medical history included multigravida and parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2010). Previously administered products included for birth control: depo in 2007. Concurrent conditions included overweight and leg pain. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, migraine, headache, nausea, fatigue, weight increased and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The delivery occurred on (B)(6) 2010. The reporter considered anxiety, back pain, depression, device dislocation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a tubal ligation due to complications from the essure device. Discrepancy was noted in the product explant date as previously was reported as (B)(6) 2011 and in current pfs it was reported as essure had not removed yet and currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion / partial occlusion; on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish" were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device ¿ the coil fell of the tube /migration of essure device location of device: unknown"), pregnancy with contraceptive device ("post implant pregnancy / pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 024490(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy." The patient's past medical history included multigravida and parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2010). Previously administered products included for birth control: depo in 2007. Concurrent conditions included overweight and leg pain. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, migraine, headache, nausea, fatigue, weight increased and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The delivery occurred on (B)(6) 2010. The reporter considered anxiety, back pain, depression, device dislocation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent a tubal ligation due to complications from the essure device. Discrepancy was noted in the product explant date as previously was reported as (B)(6) 2011 and in current pfs it was reported as essure had not removed yet and currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram (B)(6) 2008: unilateral occlusion / partial occlusion; on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.